Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis reported as "peritoneal inflammation". The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during hospitalization. No additional information could be provided as the reporter declined follow up.